Event description:
It was reported that the patient had an inflatable penile prosthesis implanted that was completed successfully and the patient fully recovered. During a routine follow up, the pump was very difficult to operate and the patient did not have an erection.. There was no troubleshooting, medical or surgical intervention. The device remains implanted.